Event description:
It was reported prior to the scheduled elective upgrade procedure, it was observed that the patient notifier alarm did not vibrate any longer. At the next follow up, all measurements were ok and the device worked normally. Three days later a device image was able to be captured without any problems. This device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field event of no vibratory alert was confirmed via the engineering test page. Through device testing it was found that the vibratory motor was anomalous.